Event description:
The customer reported errors with the vertical column. The sys would go up, but would not go down. No pt injury was reported.

Manufacturer narrative:
The svc rep ordered replacement ps3 power supply and replaced the ps3 power supply. He verified vertical lift operation - sys functioning as intended.